Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. Reportedly, the cartridge was filled with 300 units of insulin, and the fill estimate displayed 32 units. There was no adverse impact to the customer's blood glucose level due to the reported event. Reportedly, a new cartridge was loaded and insulin delivery was resumed.